Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation summarized that the pin in the video connector broke down due to the repeated use for a long time since the device was manufactured six years ago. It was also speculated that the pin could have failed due to the user forcibly connected at an angle or connected the device with excessive force such as excessive bending, pulling, twisting and crushing. Additionally, it was assumed that the electronic parts of the dp board had deteriorated over time due to the repeated use for a long period of time since the device was manufactured six years ago. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: ¿ do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. ¿ do not touch the electrical contacts inside the video system center¿s connectors. ¿ do not allow a foreign object to penetrate the inside of the portable memory port or video connector socket. The video system center may be damaged. ¿ do not simultaneously touch any of the exposed electrical contact pins and the patient. It may pose a risk of an electric shock to the patient and/or user. ¿ do not apply unreasonable force when handling the device or connecting the scope. ¿ do not apply too much force when connecting the scope.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered no image with 180 scopes due to bent pin inside the scope socket. The scope socket was worn out causing poor connection with scopes and camera head. Additionally, the images were noisy with 190 scopes due to faulty dp board. The faulty parts were replaced and inspected to meet olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the evis exera iii video system center to olympus due to a bent pin in the socket. Upon inspection and testing of the returned device, it was observed that the printed circuit board failed. There was no harm or user injury reported due to the event.